Event description:
(B)(4). In the beginning of essure placement, I had constant cramping and pain in my lower pelvic region, I was told it was scar tissue building. Six years later they do a pelvic ultrasound and to find that the coils migrated very early on. I now will have to undergo additional surgery to have a hysterectomy because of essure! I now am in the early feelings of menopause..... Its just alot of things..